Event description:
It was reported to globus that a revision surgery was necessary to remove a broken revere screw at s1 (right side), and loosening of screw at s1 (left side). Initial surgery was done (B)(6) 2012, surgery was l5-s1. Pt complained about leg pain, and x-rays revealed the broken screw. Revision surgery took place (B)(6) 2012, to remove broken screw at level l5-s1. Report indicates there is a grade 1 anterolisthesis of l5 relative to s1. The right sacral screw has fractured and possible early loosening of the left sacral screw. The rest of the disc spaces, vertebral bodies and posterior elements are intact.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the revere 5.5mm pedicle screw 35mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.